Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a possible infection at the pocket site per physicians assessment. There were no symptoms only visual wound found by physician. The cause of infection was unknown and believed to be non device related. The patient underwent a pocket revision wherein the pocket site was rinsed with antibiotic solution and ipg was then placed back into the pocket site. The patient was doing well postoperatively.